Event description:
It was reported that the procedure was to treat a lesion located in the very highly calcified left anterior descending (lad) at the level of a trifurcation. Three balance middleweight (bmw) guide wires were placed, one in the main branch, one in the septal and one in the diagonal. Pre-dilatation was performed and a xience prime stent was implanted with success. During retraction of the 3 guide wires, the bmw in the diagonal was trapped by calcium and it became unraveled and separated. The proximal portion of the guide wire was removed with the guide catheter and the distal portion was retrieved with a snare device. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.